Manufacturer narrative:
Additional information: h6: type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search- no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- "light sensitivity". H11- manufacturer narrative: endophthalmitis is identified in the labeling as a known potential adverse event following icl implantation. The evo/evo+ icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a delayed onset of endophthalmitis 6 days after implantation. The patient also experienced light sensitivity, glares/haloes, and blurred vision. Diagnostic cultures were performed and indicated there was no fungus isolated to date (B)(6) 2024. Treatment performed; the lens was explanted and intraocular injection (antibiotics) was performed. The problem was resolved. The cause of the event was reported as unknown.